Event description:
Spoke to the patient and he states when he moved to (B)(6), he stomach was still swollen from the procedure, so therefore he thought the band was working. However, after the stomach swelling went down, he did not feel any restriction. He returned to the states and learned that the there was hole in the area where the band tubing connects to the port. The port was replaced in (B)(6)-2012. He states that now there is a hole in the band, which was confirmed on x-ray about a month ago. Exact date not provided. At this time the band remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
The band was explanted and a new band was placed. The patient is fine.

Event description:
Patient reports that post implant a realize band in (B)(6) 2011, he then moved to (B)(6) where he began to develop problems with the band. Patient states his port was replaced in (B)(6) 2012. Specific details not provided. He continued to have problems with the band and it was discovered by a scan that the band had a hole in it. The band remains implanted at this time.

Event description:
Company medical director spoke with the surgeon and the following information was provided. The surgeon indicated that a realize c band was placed and initially noted good restriction the patient travelled abroad and when he returned the patient had loss restriction. The surgeon believed there was a leak from the port, or the near-port tubing, and so empirically decided to replace the port and shorten tubing if necessary. At that operation, no port or tube leak was noted, but the port was replaced anyway. The patient did not obtain the restriction expected. The surgeon then performed a fluoroscopy study where contrast media was injected into the port, and followed radiographically. A leak was noted at the balloon. At this time the band remains implanted and a surgery date has not been scheduled to replace the band.

Manufacturer narrative:
(B)(4). Information unavailable.device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).